Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were in hospitalized due to hyperglycemia and discharged on (B)(6) 2019. The customer blood glucose level was over 600 mg/dl mg/dl at the time of hospitalized and the current blood glucose level was 278 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose value also declined to provide further information regarding intensive care unit for high blood glucose treatment. The insulin pump will not be returned for analysis.